Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had high thresholds and had dislodged. It was noted that the lv lead was in the main body of the cs (coronary sinus). The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm implantable cardioverter defibrillator, implanted: (B)(6) 2012; 5076-45 implantable pacing lead, implanted: (B)(6) 2012. (B)(4).